Event description:
This report summarizes 4 malfunction events, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 3 malfunction events, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was no patient involvement.